Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm on multiple occasions. Customer did not call in at the time of the reported issue, therefore, no troubleshooting was able to be performed. There was no reported impact to customer's blood glucose level.